Event description:
I received a notice from my local vendor of a philips AED that philips is aware that their AED device pads might be defective. Instead of replacing them, they have provided pictures with what to do if the pad fails when you're getting ready to use it on a patient having a heart attack. This seems unsafe and unacceptable to knowingly have a problem and expect the consumer to remember what to do with a potentially defective pad at the time of an emergency. One of the solutions that is presented by philips if a defective pad is found at the time of the emergency is to not use the AED and only administer CPR. That could potentially result in an unnecessary death. I have a copy of their email I'm happy to share. FDA safety report ID# (B)(4).